Event description:
It was reported that the patient has experienced no stimulation sensation. The patient "hit" her neurostimulator on a wall. There was no pain at the pocket and the neurostimulator was not loose. The lead impedance measurements were normal. The neurostimulator was turning off by itself. Her device was turned back on and was increased with no stimulation felt. The magnet was disabled. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)